Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the device allegedly failed to obtain samples. Reportedly, after the first sample attempt, the device allegedly failed to prime and self activated. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the device allegedly failed to obtain samples. Reportedly, after the first sample attempt, the device allegedly failed to prime and self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported failure to prime, self activation, and failure to obtain samples. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.